Event description:
Livanova deutschland received a report of an electronic venous occluder (evo) which did not function properly. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communications with field service engineer (fse), livanova learned that an error message reporting that occluder is faulty (1560) was displayed. The fse tested the unit and could not reproduce the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on follow up communications, livanova was informed that internal electronic components of the electronic venous occluder (evo) were replaced as a precautionary measure. A review of the service history for the affected device indicated that no prior occurrences of the reported event had been associated with the specific unit involved. As the reported issue could not be reproduced during on-site testing, and based on the information currently available, the event is considered isolated, while the root cause of the occurrence could not be conclusively established. Nevertheless, taking into account the outcomes of previous investigations into similar events, it cannot be excluded that a temporary and non-persistent malfunction of an internal component may be considered a potential contributing factor associated with the reported behavior. Based on the available information, the associated risk remains within the acceptable region.

Event description:
See initial report.